Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected to be used. The was positioned in the laa of the patient and the physician performed a contrast injection to view the laa. Shortly after this injection it was noted that the patient had a st segment elevation which was followed by bradycardia and a decreasing blood pressure. The procedure was paused and the patient was given epinephrine to treat the conditions. After 10 minutes the patients vitals had stabilized and the procedure was resumed. The procedure was completed successfully with a closure device being implanted in the laa of the patient. There were no other complications that occurred and the patient was doing fine in stable condition following these events. It was suspected that an air embolus was inadvertently introduced during the contrast injection.